Event description:
Healthcare professional reported "reported bilateral capsular contracture baker grade iii." Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Creases/folding of implant condition that was indicated in the complaint was observed. Nevertheless, it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii." Healthcare professional also reported "any creases." Device was explanted.